Manufacturer narrative:
Per visual inspection: original cartridge holder not received. No physical damage to inpen front and back shell was noted. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of travel. Inpen passed front cap investigation. Test cartridge holder properly locks in place. In conclusion: inpen received without original cartridge holder. Missing or physically damaged cartridge holder can affect insulin delivery. Therefore, the customer complaint of cartridge holder being damaged was undetermined due to inpen being returned without cartridge holder. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the cartridge holder of insulin pen was damaged. The customer reported no adverse event. The event involved product(s) mmt-105nnpkna. Troubleshooting was performed. Customer faced difficulty in removing cartridge holder from inpen. The customer was advised for the replacement of the product. No harm requiring medical intervention was reported. The customer will discontinue to use the product. Mmt-105nnpkna was requested and customer response was the device will be returned.